Event description:
During a lap nissen procedure, the generator gave an error code 5. The nurse wiped the shears clean, retorqued the instrument, then disassembled the shears. The generator continued with the error code after each step, so they opened new shears. The new shears worked for a while, then the same sequence of events occurred with the second shears. Generator and non sterile shears as well as test tip were tested afterwards and seemed to be operational with the generator and handpiece. There was no pt consequence.